Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a shunt with 99% stenosis, mild tortuosity and heavy calcification. An unspecified guide wire was advanced toward the target lesion. A non-abbott balloon catheter was advanced to the lesion, inflated to dilate the lesion, and then removed. A 3.0x60 mm fox sv percutaneous transluminal angioplasty (pta) catheter sheath was removed with no resistance noted, the balloon was soaked in saline, and air was pulled prior to use in the patient anatomy. The fox sv pta was advanced with no reported resistance to the target lesion to further dilate the lesion; however, the fox sv pta ruptured during the first inflation at 16 atmospheres. The fox sv pta catheter was removed with no reported resistance from the patient anatomy. A non-abbott balloon catheter was used to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.